Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the caller was seeing some high and low impedances with ref 3 c 50 0 4000ohms and ref 2 c 50 0 4000ohms. The lead was removed and wiped. The set screw was tight and the lead could not be removed from the header. The caller reran impedances and provided the following values: ref 0 c 4000 3 4000 2 4000 4000, ref 3 c 50 2 3242 1 1644 0 4000. Technical support had the caller rerun impedances at 2v and 300us;ref 1 showed the green indicator, ref 3 c 50 1 2946 2 1682 2 4000, ref 2 c 50 3 2946 1 2857 0 4000. The caller stated that they got good motor response at 1.0 with all electrodes when testing with the j hook. The caller test for motor response by setting up program 1 (electrode 0 and 3) with cycling 3s on/off and increased to 1v. The caller stated that they were seeing no toe response but they were seeing bellows set program 2 (electrode 1 and 3) with cycling 3s on/off and increased to 1v - the caller indicated that they were seeing motor response. No symptoms were reported. No further complications were noted or anticipated.